Event description:
It was reported that the patient¿s system was being explanted due to minimal efficacy for the patient. Additional information received reported that the patient¿s system was explanted because the patient never had therapeutic effect. There were no patient symptoms/injuries related to this event. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that programs had been changed multiple times prior to explant. There were no abnormal impedances noted. The patient outcome was non-serious injury/illness.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).